Manufacturer narrative:
Concomitant medical products: product ID 388928, serial# unknown. Product type: lead. Report source: (B)(6). (B)(4).

Event description:
Additional information received reported no evident anomaly was found when the implantable neurostimulator (ins) and lead connection site was surgically checked. The patient continued to have complaint of burning at the level of the pocket. It was noted the patient was receiving therapy from the device. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced heating at the level of the pocket. The patient's pocket was "revised" to check the connections. No further information was provided. Additional information was requested, but was not available as of the date of this report.